Event description:
During a coronary artery drug eluting stenting treatment procedure that a shaft fracture occurred, requiring cardiothoracic surgery. The physician was treating a lesion located in the mid circumflex artery using a 2.5x18mm taxus express2 drug eluting stent. The physician experienced difficulty crossing the lesion. He attempted to deploy the taxus stent, inflating the delivery balloon to 5 atms, however was unable to inflate to a higher pressure. The physician then experieced difficulty withdrawing the stent. Afterseveral manipulations, the catheter was removed, however, it appeared that the distal tip of the balloon stent catheter was sheared off and remained in the left circumflex aftery, extending into the left main and possibly part of the aorta. The patient was reported to be hemodynamically stable at this point with no additional chest pains and was sent for cardiothoracic surgery. A balloon pump was put in prophylactically while awaiting surgery. The cardiothoracic surgeon was able to remoe the coronary catheter as well as performed bypass surgery to the first obtuse marginal artery. The patient is reported to be in good, stable condition. The patient receivedplavix prior to he procedure as well as intergrillin and heparin throught the procedure as well as intergrillin and heparin throughtout the procedure.